Manufacturer narrative:
It was reported that the customer called the olympus technical assistance center (tac) for troubleshooting help. The customer reviewed, cabling had sdi out of out 2 on cv-190 to monitor, and printer out to the boom through the ceiling out the wall to, reviewed the digital file out. The customer verified the digital file type out was currently set to printer out. The olympus tech instructed the customer to replace the printer out cable with a monitor out cable and set the digital file out to monitor out, and still no image was in provation. The tac tech then informed the customer that the issue appears to be from the boom to the pc or the pc. It was reported that the customer will further troubleshoot the boom and cable from boom to pc. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, evis exera iii video system center exhibited e402 df not connected scope error. In addition, the issue was resolved buy reseating the cable at the wall which fix the e402 error but then the device exhibited no image on the monitor. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was not returned to olympus for device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been over one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, based on the facts obtained in the investigation, it is estimated that provation was the cause due to there is no image in provation, and the image was output normally to the cv-190 monitor. In additional, no further information was available to identify actual cause. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer that the event occurred during an endoscopy procedure. It was reported that there was delay due to the customer being unable to capture the data as expected. The procedure was completed using the same device and the device is working correctly and will not be returning for evaluation.